Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2009 the patient presented with pain that started approximately 2 to 6 months prior. The onset was spontaneous and gradual. The location of the pain is in the right lower lumbar region. The pain radiates into the right posterior thigh, right lateral thigh, right posterior knee, right lateral knee, right calf, right dorsal foot, the top of the toes on the right. Symptoms include numbness and tingling. Per the medical records, the patient has not been seen for this problem by a chiropractor, physical therapist. The patient is s/p lumbar laminectomy l3-5 (B)(6) 2008 by dr (B)(6). On (B)(6) 2009 hospital report notes, the patient presented status post laminectomy l3 thru l5 with suffered worsening of symptoms particularly pain in the right lower extremity. Imaging studies demonstrate severe right lateral recess stenosis with retained disc herniation medial to the pedicle of l4 right emg demonstrates right lower extremity l4 radiculopathy. On (B)(6) 2009 patient underwent right l3, l4 and l5 laminectomy/laminotomy and arthrodesis (autograft l3-l5) using morselized allograft and morselized autograft to treat laminectomy syndrome. On (B)(6) 2009 patient not doing better post (B)(6) 2009 procedure. Patient given prescription for percocet (oxycodone with acetaminophen), robaxin. Patient will be sent for dorsal column stimulator trial. On (B)(6) 2010 patient is s/p l3-5 neurolysis and arthrodesis (B)(6) 2009. She unfortunately is not much better. It was explained pre-op that it was reasonable to try given the imaging findings. She is s/p dcs trial. She had an excellent response to this. On (B)(6) 2010 status post lumbar laminectomy many years ago. She underwent surgery for scar tissue as a consequence of this (B)(6) 2009 with not much improvement. She underwent a column stimulator trial with excellent results on (B)(6) 2010. She was implanted with t10 laminectomy for placement of dorsal column spinal cord stimulator t8-t9. Implantation of pulse generator for spinal cord stimulator. On (B)(6) 2010 - patient is s/p dcs placement (B)(6) 2010. She has some incisional discomfort. Her symptoms are improved. Imaging study: (B)(6) 2009- mr lumbar spine wwo/contrast-moderate multilevel degenerative intervertebral disc space disease particularly at l2-3, l3-4 and l4-5 with diffuse disc bulges and facet arthropathy at this level. No evidence of focal disc herniation or high-grade central canal stenosis. No evidence of epidural abscess or arachnoiditis. On (B)(6) 2009-emg/ncv right lower extremity l4 radiculopathy-lumbar MRI post surgical changes l3-5 with exuberant scar formation. There is prominent disc bulge and scar impingement at l3-4 right which correlates to the emg and her symptoms.